Event description:
This liberte bare metal stent was returned as part of another complaint. The facility confirmed there was no problem with this device; however, analysis of the device confirmed stent damage.

Manufacturer narrative:
A visual examination found that the distal edge of the stent was damaged. The stent was damaged on rows 1 to 3 from the distal edge and the struts were misaligned. A visual examination revealed that the tip was damaged. The tip was flared on one side. Also, a visual examination revealed that there were kinks along the entire length of the hypotube. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. No add'l product analysis or external evals were performed. A review of the mfg documentation for this batch found that the device met its material, assembly, and product specs at the time of release to distribution. The most probable root cause of this event is operational context.